Event description:
This event was captured based on literature review. It was reported through the study, that second-generation bioabsorbable everolimus-eluting scaffold systems have shown a late lumen loss at 12 months similar to that seen with permanent everolimus-eluting stents (ees), along with a major adverse cardiac event rate of 7.1%. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of event has been estimated as the date the article was published. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The reported patient effect of restenosis is a known observed and potential patient effect as listed in the xience v and xience nano everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.